Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Date of event is approximate as the data were collected between june 2014 and march 2021. Author information: wert, l., et. Al. (2022). A multicenter evaluation of external outflow graft obstruction with a fully magnetically levitated left ventricular assist device. The journal of thoracic and cardiovascular surgery. Https://doi.org/10.1016/j.jtcvs.2022.09.051 no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The event date has been estimated. It was reported through the research article ¿a multicenter evaluation of external outflow graft obstruction with a fully magnetically levitated left ventricular assist device¿ that heartmate 3 (hm3) may be associated with extrinsic outflow graft obstruction (eogo), outflow graft (ofg) kink or dislocation, cardiac decompensation, bleeding, arrhythmia, and death. Per the literature, eogo is defined as an external compression due to an accumulation of gelatinous substances between the ofg and bend relief. This retrospective study spanned across nine different countries and evaluated 2108 patients implanted with hm3 between jun2014 and mar2021. Of these 2108 patients, 62 were diagnosed with eogo. It was noted that 4 of the implanted patients required a postoperative surgical revision due to an ofg kink, dislocation of the bend relief, or cardiac tamponade. The mean support time until an eogo diagnosis was 953.4 days. Results found that 32.79% of patients with eogo presented with low flow alarms when admitted to the hospital. 6 patients had a combination of low flow alarms and associated symptoms of eogo, including dyspnea, anemia and cardiac decompensation. 13 patients reported dyspnea as their main symptom. 9 patients reported dyspnea and arrhythmia or angina pectoris. 3 patients reported nonspecific symptoms such abdominal pain, fatigue or epistaxis. 6 patients were asymptomatic; their eogo was diagnosed incidentally. Eogo was confirmed through both computerized tomography (CT) and percutaneous angiography (pa) scans. 24 patients received a successful re-thoracotomy with removal of a gelatinous substance. 15 patients underwent a percutaneous intervention with dilatation or stenting of the ofg. One patient required both a re-thoracotomy and percutaneous intervention with stenting. Eight patients underwent an urgent heart transplant. Three patients underwent a pump exchange. Nine patients did not have an intervention performed and were instead closely monitored. Overall, 14 patients died after their eogo diagnosis. Nine patients died while in the hospital after they were diagnosed with eogo. Two patients died before intervention could be performed. Two patients died after stenting was performed. Five patients died in the hospital following surgery; it was not specified in the literature if the surgery pertained to heart transplant, pump exchange or other means of surgical intervention. Related adverse event MFR #: 2916596-2023-00129.

Manufacturer narrative:
H9 - fa-q217-mcs-2, fa-q124-hf-1. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section e: customer site of lead author was (B)(6), address: (B)(6). Manufacturer's investigation conclusion: the report of an extrinsic outflow graft obstruction (eogo) was confirmed based on the computed tomography (CT) image provided in the study. The report of an outflow graft kink or bend relief dislocation could not be confirmed as no images were provided and no product is available for evaluation. The reported low flow events could not be confirmed as no log files were provided for review. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liter per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. -provides proper orientation of the lvad. The inflow cannula is placed utilizing left ventricle (lv) apical cannulation with the pump placed within the pericardial space between the ventricular apex and the diaphragm. Contains information on "preparing the sealed outflow graft." "De-airing the pump," explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Next, this section of the IFU instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. Section 5 of the IFU, also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 1 lists the outflow graft clip as a required component for implant. Section 5 further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.